Manufacturer narrative:
This device is used for treatment, not diagnosis. The lvis jr. Device is intended for use with embolic coils for the treatment of intracranial neurovascular diseases. Use of the lvis jr. Device is contraindicated under these circumstances: patients in whom anticoagulant, antiplatelet therapy or thrombolytic drugs are contraindicated; patients with known hypersensitivity to nickel-titanium; patients with anatomy that does not permit passage or deployment; per the instructions for use, possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations, complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves, device migration, distal embolization, headache, incomplete aneurysm occlusion, neurologic deficits including stroke and/or death, perforation or dissection of the vessel(s), pseudoaneurysm formation, rupture or perforation of aneurysm, transient ischemic attack (tia) or ischemic stroke, vasospasm, vessel occlusion, vessel stenosis or thrombosis, the device involved in this incident was not returned as it remains within the patient. The root cause of this complaint cannot be determined. Reference mvi: (B)(4).

Event description:
It was reported from ja(B)(6) pan that during treatment of an anterior communicating artery (aca) aneurysm, an embolization coil was deployed. Additionally, an lvis was placed in the artery. The aca was reported to rupture following deployment. A scepter-c balloon was placed in the aca to block blood flow and stop the bleeding. No malfunction was reported with the mvi, inc. Devices. The coil used was a non-mvi coil. On (B)(6) 2015 the patient condition was reported serious.

Manufacturer narrative:
(B)(4).